Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The cause of the first 5.5 pump delivery issue was most likely use related due to improper technique, as the patient had anastamoses per clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella pump was unable to pass through the anastomoses. A new impella was placed successfully. No known patient harm or injury.